Manufacturer narrative:
Additional contact information: (B)(6). A getinge field service engineer (fse) evaluated the unit and verified reported problem. Fse replaced the fiber optics assembly due to the power up test fail of the fiber optics sensor module. Verified unit calibrated and passes all functional and safety tests per factory specifications. Product passed all functional/safety testing.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) had an optical cable issue, code 12 no trigger. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4,g1 (contact person-manufacturing site) ,g3, g6, h2, h11 corrected fields: d4,h6 (investigation conclusions).

Event description:
N/a.